Event description:
Patient reported "permanent pain, cramps, on the left side. Pain started soon after implant. Several ultrasounds performed by patient¿s previous gynaecologist did not find anything. Palpation did not find any cysts". Patient later reported "a crack in the right side prosthesis". The device remains implanted. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
The event of "capsular contracture " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional later reported capsular contracture baker grade iii. Un-reporting rupture. Device has been explanted and replaced.

Event description:
Patient reported right side "permanent pain, cramps, on the left side. Pain started soon after implant. Several ultrasounds performed by patient¿s previous gynaecologist did not find anything. Palpation did not find any cysts". Patient later reported "a crack in the right side prosthesis." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "a crack in the right side prosthesis".

Event description:
Patient reported "permanent pain, cramps, on the left side. Pain started soon after implant. Several ultrasounds performed by patient¿s previous gynaecologist did not find anything. Palpation did not find any cysts". Patient later reported "a crack in the right side prosthesis". The device remains implanted. This record relates to the right side.